Manufacturer narrative:
Medical device lot #: an invalid lot # of 1017498 was provided by the initial reporter. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the ext set, 3 way, 2asv, 1bcv. 15cm experienced a loose connection/separated/detached IV set. The following information was provided by the initial reporter: the items rotating luer lock rotating collar cuff was not secured correctly during manufacturing. If this was not noticed when connected to a patient's cannulation device, the item may become dislodged, causing the patient to bleed from the canula or not receive the administered IV fluids.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/11/2021. H.6. Investigation: one 500-003v sample from lot 1017498 was received for investigation in which the customer has reported a separation of the rotating luer collar. The sample was received with residual fluid present in the line and with the rotating collar separate from the male luer component, confirming the customer's experience. A visual inspection of the male luer and rotating collar components did not identify any damage or manufacturing defects which might explain the cause of the customer's experience. The components were reconnected and functional testing was performed using female luers from bd stock; during this testing it was noted that if the component was intentionally over-tightened during connection with the female luer, the collar could be disconnected; however, when the products were connected hand-tight no separation occurred. A review of the production records for lot 1017498 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature.

Event description:
It was reported that the ext set, 3 way, 2asv, 1bcv. 15cm experienced a loose connection/separated/detached IV set. The following information was provided by the initial reporter: the items rotating luer lock rotating collar cuff was not secured correctly during manufacturing. If this was not noticed when connected to a patient's cannulation device, the item may become dislodged, causing the patient to bleed from the canula or not receive the administered IV fluids.